Event description:
It was reported that the patient became very "busy" and euphoric approximately 12 hours after the refill of her pump. The following morning, the patient became somnolent and difficult to awaken. Later that day, she was taken to the emergency room due to low respirations and appearing "drunk". The patient responded well to supplemental oxygen. The patient was receiving dilaudid 15 mg/ml at 3.3 mg/day. The pump was reprogrammed to deliver 2 mg/day since the incident. The patient's status was reported as "good".